Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report high blood glucose levels and they would not go down. The customer's blood glucose was 21 mmol/l at the time of incident, but went up to 25 mmol/l at the time of call. The customer was told by a doctor to stop using the insulin pump. The customer treated with manual injections. The customer declined to troubleshoot. The customer stated that she would let her doctor know she was using more insulin and had checked the device for functionality. The customer rewound the device and saw insulin run through the tubing. Nothing was replaced or returned.